Manufacturer narrative:
Section e: this event was reported directly to the competent authority. The healthcare facility is: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the third band could not be deployed. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.